Manufacturer narrative:
Device out of warranty; customer declined service.

Event description:
The customer reported the ventilator shut down without alarm while in use on a patient. The customer reported there was no patient harm. The customer reported the ventilator would then not power on. A manufacturer's service technician was dispatched to perform service; however, the device is out of warranty and the customer rejected the work estimate and declined service. The manufacturers service technician reported the customer will be using a third party service company for further service.